Manufacturer narrative:
(B)(4).

Event description:
When the pt tried to recharge the implantable neurostimulator, 2 or 8 recharge efficiency boxes darkened, but they would also disappear. The pocket was revised. Afterward, the pt was able to get 6 recharge efficiency bars to darken while lying on his side. He was still having problems getting and maintaining coupling between the recharger and neurostimulator. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.